Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: did the customer clean, disinfect, and sterilize the device before sent it to olympus? : yes. Do you have any idea about what the foreign material is? : no idea about the foreign material. Was there any delay in the start of precleaning? : generally no. Did you flush the air/water nozzle with water and air? : yes. Were there any abnormalities in the accessories used for reprocessing? : no. Did you immerse the endoscope in the detergent solution? : yes. Have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? : yes. Did you flush the air/water nozzle with the detergent solution? : yes. Are there any other concerns about the reprocessing? : no. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable malfunctions (foreign material adhered to the nozzle, to the glue at objective lens, to the bending section cover, and to the insertion section) was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation were confirmed. The device evaluation found: foreign material were on the control unit, the plug unit had a scratch, the scope connector case unit had foreign objects, the scope connector cover had foreign objects, the grip had a scratch, adhesive around objective lens had foreign objects, light guide lens had a chip, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, on water detection sticker 1b, dots were smudged and connected, due to clogging of nozzle, water removal ability did not meet the standard value, control unit had a scratch, forceps channel port had a dent, nozzle had foreign objects, due to wear of angle wire, bending angle in down direction did not meet the standard value, universal cord had buckling, connecting tube had a wrinkle, light guide cover glass had a dent, plastic distal end cover had a dent, protector of universal cord on suction connector side had a cut, switch 1 had a cut, connecting tube had foreign objects, switch box had foreign objects, adhesive on bending section cover was detached, protector of universal cord on control section side had a cut, reduced angulation, upward/downward angulation control knob had foreign objects, on water detection sticker 1a, dots were smudged and connected, scope connector cover unit had foreign objects, suction cylinder was shaved, angulation worked but angulation control knob felt too loose or light, bending section cover had foreign objects, control section had foreign objects, right/left knob had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had low angulation and free play of the up/down right/left knob. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.